Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type :recharger . Product ID: 37754, (B)(4), product type: recharger. (B)(4).

Event description:
The manufacturer's representative reported they were trying to perform antenna locate to bring the patient implantable neurostimulator (ins) out of overdischarge state and the screen froze on the reposition antenna screen. They were working with the patient to charge and thought they had the device charged up to 50% so they cleared the power on reset (por). Just as the patient was getting ready to leave the battery dropped down to empty again so they charged and it went right back up to 50% full. This was the patient's first overdischarge and the last time they had charged was a month ago. The patient was instructed to continue charging. The indications for use for the implanted device were noted as peripheral neuropathy and spinal pain. If additional information is received, a follow up report will be sent.